Manufacturer narrative:
Additional information was provided in e.1.,h.3.,h.6 and h.11. The lens has not returned for an evaluation. A photo was available in the file. An ungloved hand was shown holding a small specimen jar with what appeared to be a taped patient information label for surgery. The jar was filled with clear liquid. A yellow lens model was observed at the bottom of the fluid filled jar. The optic appeared to be cut into pieces, typical of a removal from the eye. There appeared to be at least one broken haptic. Further confirmation cannot be made without the physical sample. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. A non-qualified viscoelastic was indicated. Based on information provided by the reporter, the root cause may be related to the patient and unrelated to the product. The reporter indicated that the patient had a significant biometric deviation in the post-operative period due to the fact of undergoing previous laser surgery in another service, using the high-grade lasik technique. Due to the high curvature of the cornea, which makes it impossible to apply a new laser to treat the residual degree, it was decided to change the intraocular lens. Based on the provided photo, the lens was cut into pieces and was placed into a small jar filled with clear liquid. The sample has not returned for an evaluation. Each lens is subjected to a 100 percent assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicated that the lens was exchanged. The replacement lens model and diopter was not provided. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced significant biometric deviation in the post-operative period due to the fact that she had undergone previous laser surgery in another service, using the high-grade lasik technique. Due to the high curvature of the cornea, which makes it impossible to apply a new laser to treat the residual degree it was decided to change the intraocular lens. The lens was exchanged for another lens model 22 days following the initial procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).